Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upper right button soft key not working. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: the event occurred during the initial use of the device. Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'upper right button soft key is not working'. Evaluation determined the cause was a failed input/output board. The cause was identified to be a failed I/o board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.